Manufacturer narrative:
Medtronic reference number: (B)(4). Although requested, the serial number of the ventilator was not provided. Medtronic was not authorized to evaluate the device.

Event description:
It was reported that, after a patient was connected to a 980 ventilator, the patient subsequently passed away. It was reported that, the patient was extremely ill (septic shock) and was being ventilated in a prone position. The reporter stated that, the 980 ventilator is not suspected in contributing to the demise of the patient.